Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the actual device was returned from the customer and a sample evaluation was performed. During the disinfection a leak was found on the cassette film. During the visual inspection damage was found on the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation the complaint was confirmed and the cause was traced to component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak cassette when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving scale reading error alarm during drain 2 of 5. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient reported symptoms of distention. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated that there was no growth in the culture. The patient was treated with prophylactic antibiotics vancomycin 2g and ceftazidime 2g, one dose via intraperitoneal administration. The patient has received a new cycler which was working well but was replaced after three days due to discomfort after fills. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.